Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 19475467.

Event description:
It was reported that the patient was experiencing intermittent episodes of painful and red swelling over the ipg site. The patient was not getting adequate stimulation coverage as well. All device components were explanted and were discarded..